Event description:
It was reported that the physician experienced difficulty while trying to remove the spring wire guide (swg). The catheter tip separated and the swg sheared off. As a result, a vascular surgeon surgically removed the catheter tip and swg from the pt. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.